Event description:
It was reported following a pre-deployment angiogram using two angles (determined to be satisfactory), an angio-seal device was deployed to seal the arteriotomy site. The physician did not realize he had made a subintimal puncture and then came out into the artery ahead of a piece of plaque which had not been visible. The physician stated as he withdrew the angio-seal device, the plaque was disturbed and caused a vessel occlusion and loss of distal pulses. An endarterectomy was performed and there were no further pt consequences.